Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. It was reported by the customer that the issue was "probably due to an incorrect maneuver, and the respirator (ventilator) is now in an error state. To reset it, both the operator-accessible battery and the internal battery must be removed. We will intervene onsite for diagnosis and reset procedure". The trilogy ev300 ventilator was evaluated at the customer's site by a philips service technician, and the customer¿s complaint was confirmed. It was reported the ventilator was not working and was locked in audible alarm with a red screen after power-up and start-up with a test balloon. During an onsite visit, the philips field service engineer indicated since the device remained in a condition of error it was necessary to extract the internal and detachable batteries to reset the device. Proper functioning of the ventilator was restored. Service performed functional test, general control and internal tests with positive results. The device was determined to be ready for clinical use.